Manufacturer narrative:
Results of investigation: it was reported that the patient had inlay dislocation. The pe inlay can no longer be sufficiently re-fixed to the tibia with the ps mechanism. The affected genesis ii post stabilized high flexion articular insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Review of the instructions for use and risk management files identified dislocation/luxation as potential adverse events. Potential causes could include but not limited to patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient had inlay dislocation. The pe inlay can no longer be sufficiently refixed to the tibia with the ps mechanism. Decoupling the polyethylene.